Event description:
It was reported that the patient presented in clinic for generator changeout procedure. Upon interrogation prior to procedure, it was found that the atrial lead exhibited inappropriate automatic mode switch due to noise over-sensing. During changeout procedure, it was observed that the atrial lead had insulation breach. The atrial lead was capped and replaced on (B)(6) 2022. Patient condition was stable.